Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased from a fill estimate display of over 245 (+245) units to an inaccurate fill estimate display of over 190 units then changed back to over 245(+245). The customer's blood glucose was not impacted. Pump data logs were not available for review by tandem technical support.